Event description:
A us distributor reported that a monitor failed to baseline.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse voltage fault flags, service code 107, check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ and ¿check therapy pad¿ messages) was confirmed due to an intermittent wire connection in the trunk cable. The belt was unable to communicate with the monitor. Upon further investigation, there was gel leaking from the front therapy electrode, causing the gel leak messages. The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" and "check therapy pad" messages.